Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the atrial lead exhibited low impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The distal and proximal conductors of the lead became extrinsically fractured due to a cut.